Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the pump was alarming/beeping. It was noted that the pump was alarming/beeping because it was empty. The patient requested assistance with finding a healthcare professional (hcp) who could refill the pump. It was noted that the patient recently moved and does not have an hcp. The patient stated they called several hcp office's and they do not work with the pain pump. The patient reported they have gone through withdrawals including sweating and being sick. Their pain level was a 10 to 11 since the pump was empty. It was noted that the family hcp has the patient on oxycodone. It was noted the sound was consistent with synchromed alarms. The patient was to follow up with their hcp and physician listings were sent to the patient. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that a healthcare provider (hcp) was found to manage the patient's device. It was reported that the lines in the pump were checked with saline to make sure that the device still worked. The pump was later filled with a small amount of medication. No further complications have been reported.